Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 400+mg/dl. The customers mom assisted in delivering a manual dose injection to address the elevated blood glucose. The customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.